Manufacturer narrative:
The insulin pump was programed and monitor for 24hrs. No unexpected restarts or external ram crc error alarms noted. However, several displayable history crc check failed on startup alarms noted in alarm history file due to corrupted history file. The device passed self-test, unexpected restart error test, and displacement test. The device had battery tube threads cracked, cracked reservoir tube lip, and minor scratches on the lcd window.(B)(4)

Event description:
Customer's spouse reported via phone call, the batter on the device is not lasting and each time it's changed the insulin pump alarms unexpected restart. Customer's spouse didn't know the customer's blood glucose. Troubleshooting was performed and it was noted the device had also alarmed external ram crc error twice. Customer's spouse was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.